Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient underwent an ipg replacement procedure for unknown reason.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Additional information was received that the physician suspected device malfunction with the ipg.

Event description:
A report was received that the patient was experiencing inadequate pain relief and all areas of pain could not be captured due to high impedances noted on two leads. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.